Event description:
Broken intrathecal catheter on drug administration system. The intrathecal portion of the catheter had migrated completely into the intrathecal space and was not retrievable. The new catheter was placed at the t10 level under fluoroscopic control and connected to the existing extension catheter. MFR#: 6000030-2004-01420.